Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Manufacturer narrative:
Corrected information: h1. Additional information: g3, g6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All of the mounting hardware was secured. Normal wear was observed on the exterior enclosure. The generator powered on, passed the self-test and booted to the main application screen, but a beeping noise was noticed throughout the boot-up. Visual inspection of the internal components revealed a thermal event on the rf controller board. The rf controller board was temporarily replaced with a known good unit and the issue was resolved. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to an abnormal functioning rf controller board.

Event description:
This event is being reported based on analysis of the returned generator which revealed a thermal event had occurred on the rf controller board.